Event description:
It was reported that the left ventricular (lv) lead had high thresholds and had previously been programmed off. The lead was capped and replaced. It was further reported that an epicardial lead was placed but had very high thresholds in multiple positions. A second epicardial lead was placed that had acceptable thresholds. The second epicardial lead was attached to the device. The first epicardial lead remains implanted and was capped for possible use in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, lead, implanted: (B)(6) 2008; product ID: 6942-65, lead, implanted: (B)(6) 1999. (B)(4).